Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient ate lunch and his cgm value on his tandem insulin pump was reading 142 mg/dl. The patient was asymptomatic. Approximately, 40 minutes later, the patient¿s brother found him unconscious. Ems was called, and when they arrived, the patient¿s bg meter reading was 23 mg/dl. It was not reported what the patient's cgm value was at this time. He was transported to the ER. The patient was treated with their daily maintenance medications which included: amlodipine, levothyroxine, carvedilol, azathioprine, clonidine, fluoxetine, mirtazapine, rosuvastatin, novolog, testosterone, and percocet. The patient was discharged home 2 days later. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.